Manufacturer narrative:
(B)(4). Per photographic evaluation: one photo was provided. The picture shows an open jaws with no reload loaded. One b formed staple can be seen in the proximal end of the anvil. No damaged on the anvil is observed. Based on the photo reviewed the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A manufacturing record evaluation was performed for the finished device lot number r93m5c, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there difficulty inserting or removing the device through the trocar? The device didn't closed completely after the first use.

Event description:
It was reported that during a sleeve gastrectomy procedure, after the first shot the machine stayed open. It was strange from the beginning. Problems from the second shot because you could not easily introduce the endocortadora by the trocar. Could not be used the seamguard during the procedure after the second shot. Seamguards could not be used as they broke and had difficulty introducing the trocar in the following shots. There were no patient consequence reported.